Event description:
It was reported that the patient had an infection at the midline and pocket incisions. Symptoms of sickness and oozing were noted. It was unknown as to what caused the infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6) batch/lot number: 7094665 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI): (B)(4).